Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 300 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not allege insulin pump was under delivering. Customer reported insulin exited at the quick release. Customer reported that the drive support cap appears normal. The customer experienced symptoms such as nausea and tired. The customer was treated with fluid and insulin drip. Customer performed self test on insulin pump but decline the high pressure test at this time but insulin pump was working as design. The insulin pump will not be returned for analysis.